Manufacturer narrative:
(B)(4). The problem was identified before use. There was no patient involvement. Additional information was requested and is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had an unspecified problem. This was identified after use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 12b052 was manufactured on february 11, 2012 to february 13, 2012. The device was received for evaluation against an unknown problem. Visual evaluation revealed black ink spots outside the fluid path approximately 0.01 to 0.30 mm in size. Attempt was made to analyze the spots via ft-ir spectrophotometer scanning; however, there wasn¿t enough stain material on the tubing in order to show through the ft-ir spectrophotometer scan and therefore the analysis could not be done. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.